Manufacturer narrative:
There are previous complaints on the device not related. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by the customer where they detected that the pump was giving pressure test error on the pump. The pressure sensor was replaced, and the pump was confirmed to meet specification. During functional testing, the reported issue was confirmed. When the pump was powered on, it would read pressure error. Since the pressure sensor was already replaced twice on this pump, the main board was replaced. After the main board was replaced, the pump was retested and verified to meet specifications. The root cause for the failure is component failure. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
There are previous complaints on the device not related. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected to have a post 'pressure error'. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/12/2024, znyo medical received a report from the customer reporting they were receiving pressure test error on the pump. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported post error failure mode has been determined to be non-reportable. The occurrence of system error represents a severity of 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint # (B)(4).